Event description:
IV pump malfunction; a secondary infusion of 1g calcium gluconate was hung and noted that bag had completely infused before it was supposedly done. A bag of zosyn 3.375g was then hung and programmed it to run over 4 hours. After walking back into the patient's room, and the zosyn had already completely infused in approx. 1 hour. The pump stated at that time that the infusion still had 40ml remaining, though entire contents were already gone. Brain and four ears pulled of the device pulled. (B)(4).